Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins could not be charged. The patient was able to fully charge the recharger, but the reposition antenna screen was seen whenever charging was attempted. Troubleshooting did not resolve. The patient stated since last being charged the ins had depleted and turned off. The patient could not communicate with the patient programmer as she did not have any of the appropriate batteries. It was further reported the recharger antenna belt broke. Patient was issued a new belt and antenna. Additional information received stated that the patient had the new antenna but still could not charge, and the poor communication screen was seen on the programmer. The patient was in pain because she could not charge. The patient was redirected to their healthcare provider (hcp) to have the ins interrogated as it appeared the external devices were functional, and the recharger was fully charged. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.